Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that lens came out broken from the injector. Additional information has been requested stated that cataract procedure was followed and the surgery was completed with the backup intraocular lens and there were no any patient complications.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The iol was not returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The nozzle tip has a large aneurysm and stress marks. No lens returned. The lens come out broken from the injector as only the device was returned for evaluation. No lens was returned. Due to this, we are unable to complete a thorough investigation to determine the root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).